Manufacturer narrative:
Customer will received replacement telepack.

Event description:
Customer reported that the panorama with telepack is not communicating, which may have affected pt monitoring. No pt injury was reported.